Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified; black particles in the shell, creases flat, deformation and the weight the device within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: capsular contracture baker grade unknown and visibility/palpability.

Event description:
Healthcare professional reported suspicion of "capsular contracture" baker grade unknown and "deformation and hardening of the breast" to right side device. Device has been explanted.